Manufacturer narrative:
A specific root cause could not be identified as multiple issues were identified by the fse. The sample pipetting issues identified by the fse may cause erroneous results. The customer has not reported any further issues since the service action.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous total (free + complexed) psa - prostate-specific antigen (tpsa) ¿ total psa results for 1 patient sample on a cobas 6000 e 601 module. The initial result had been reported outside of the laboratory. The initial total psa result was 3.22 ug/l. The sample was repeated on (B)(6) 2017 and the result was 13.22 ug/l. On (B)(6) 2017 the customer decided to investigate the issue and repeated 5 patient samples that had been run and reported outside of the laboratory prior to the erroneous total psa results and 5 patient samples that had been run and reported outside of the laboratory after the erroneous total psa results. Additionally, the customer repeated 4 patient samples that had initially produced a <test data flag and had been automatically re-run by the instrument on (B)(6) 2017. Based on the data provided for these additional 14 patient samples, 9 other patient samples were erroneous when tested for carcinoembryonic antigen (cea), free thyroxine (ft4), thyrotropin (tsh) and ¿ total psa. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided. The sample probe on the instrument was replaced 3 months ago. The field service engineer (fse) visited the customer site and observed slight movement of the sample probe. This was fixed. The fse replaced seals of the sample syringe and pinch valve tubes. The customer¿s liquid level detection was set too high. This was reset to optimal values. The tubing between the measuring cell and the sipper and sample line was flushed. The e601 analyzer had an old version of the cap holder. The cap holder holds the sample tube in the correct position during sample pipetting. The fse updated the cap holder to the latest version, which should improve handling of the tubes used by the customer.